Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 786 mg/dl. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.